Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.

Event description:
During a revision surgery on (B)(6) 2010, the surgeon was removing a patient's incompass construct when the prongs of an incompass universal driver snapped. The revision surgery was performed to add adjacent levels. The malfunction of snapped prong on the universal driver has been associated with an adverse event in the past.